Event description:
It was reported that this inflatable penile prosthesis was no longer inflating or deflating as expected. The device was explanted and replaced. No patient complications were reported and no further information was available.

Event description:
It was reported that this inflatable penile prosthesis was no longer inflating or deflating as expected. The device was explanted and replaced. No patient complications were reported and no further information was available.